Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie did not open. A technical support specialist (tss) found that the cubie did not open initially because the drawer was not fully extended when the system attempted to activate the cubie, as the cubie was located at the back of the drawer. Once the drawer was fully opened and the retry option was used, the cubie opened normally, resolving the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the cubie initially failed to open because the drawer had not been pulled out fully when the system attempted to access it, as the cubie was located at the far back. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.